Manufacturer narrative:
H6: code 4112: analysis of data provided by user/third party - image evaluation completed. Code 213: no device problem found - image evaluation was not able to confirm device problem. Code 4315: cause not established - based on imaging evaluation. Imaging evaluation summary: there does not appear to be contrast outside of the implanted stent graft when comparing the non-contrast, arterial and delay phases. Length from the distal end of the graft to the riia appears to measure ~ 26 mm. There appears to be a lack of wall apposition at the distal end of the graft in the right common iliac. Contrast outside of the distal end of the graft is not visualized. Cannot confirm the presence of a distal type 1 endoleak with available image set.

Manufacturer narrative:
Additional devices implanted and/or related to this event: gore contralateral leg endoprosthesis (device lot/serial# is not available) a review of the manufacturing records for the device's was not possible since the device lot/serial numbers were unavailable. The UDI for the device's is not available since the device lot/serial number's is unavailable.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. It was reported that computed images dated (B)(6) 2021, revealed a distal type I endoleak in the right iliac artery. A reintervention occurred on (B)(6) 2021, and an additional device was implanted. The endoleak was resolved. The patient tolerated the reintervention.